Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E1: (B)(6) hospital. E3: reporter is a j&j employee. H3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): sterile part: part # 04.005.528s, lot # 7l33629, manufacturing site: werk selzach logistik , release to warehouse date: 23.sep.2020, expiration date: 01.sep.2030, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part: part number: 04.005.528 , lot number: 66p8131, manufacturing site: mezzovico, release to warehouse date: 15 sep 2020. A manufacturing record evaluation was performed for the not sterile finished lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent the primary surgery with the trochanteric fixation nail advanced (tfna) for the proximal femoral diaphyseal fracture. The surgeon decided to use the tfna long nail from the viewpoint of preventing femoral trochanteric fracture. The surgery was completed successfully without any surgical delay. After surgery, it was confirmed that bone union was not achieved. On (B)(6) 2023, a revision surgery will be performed. The surgeon expects dynamization of the fracture site, and only the screw inserted in the dynamic hole will be left. One locking screw will be removed. It has not been confirmed if that revision procedure has occurred. This report is for a tfna locking screw. This is report 4 of 4 for (B)(4).